Event description:
It was reported that during follow-up, a decrease in r-wave sensing and stored egms for episodes of non-sustained oversensing were observed. During a subsequent follow-up further episodes of non-sustained oversensing noted. Further evaluation is planned. The patient condition was good.

Event description:
New information received notes that x-ray revealed that the lead was found in the pericardium. A sternotomy procedure was performed. The lead was cut and capped. The physician programmed high voltage therapies off and the pacing therapy to vvi at 70 bpm until a lead replacement procedure could be performed. The patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.